Event description:
Dealer advised the left recline cable handle is broken.

Event description:
Dealer advised the left recline cable handle is broken.

Event description:
Dealer advised the left recline cable handle is broken.